Event description:
During coil embolization within an aneurysm, the physician felt resistance advancing the coil thru the prowlermicrocatheter (mc) and the coil got stuck in the mc. He withdrew the mc and coil together as a unit from the pt's vessel. Outside the pt's vessel, he tried to detach the coil, but he was unsuccessful. The mc was exchanged with a new one and he used other coils to complete the procedure. There was no adverse effect to the pt.

Manufacturer narrative:
The product is to be returned for eval and testing. This is one of two products used on the same pt. MFR report #1058196-2008-00168. Add'l info will be submitted within 30 days upon receipt.